Event description:
It was reported, the pt ((B)(6)) is currently without stimulation and has been unable to successfully recharge his ipg. Further investigation of this matter found the pt¿s recharge technique is incorrect and is possibly a contributing factor in his inability to recharge the ipg. The pt is working closely with his pain management team to resolve this matter.

Manufacturer narrative:
Sjm has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Sjm defers to the pt¿s physician regarding medical history.